Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions noted a symptom episode that was recorded but no electrocardiograms or any other diagnostic data were shown. No device intervention was performed to address the issue but the device was explanted and replaced with a pacemaker system due to an unrelated issue. Patient was asymptomatic.